Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that falsely elevated atellica im br 27.29 (br) results on two patient samples were obtained on atellica im 1300 analyzer. Siemens is evaluating the event.

Event description:
The customer reported that falsely elevated atellica im br 27.29 (br) results on two patient samples were obtained on atellica im 1300 analyzer. The initial results were reported to the physician(s). The samples were repeated on the same analyzer. The repeat results recovered lower than the initial results. These repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.